Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on information reported, the device was found with sediments/mineral deposits. It was presumed that it did not originated from the subject device but from chemical solutions. Based on the evaluation device results, the event was assumed to be due to brushing inside the channels and cylinder by the user was insufficient, foreign materials such as residues of chemical solutions remained within biopsy channel and suction cylinder of the subject device. Therefore it was presumed that the reported phenomenon was due to handling issue. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: manually cleaning the endoscope and accessories: brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated at olympus (B)(4) service center site. Evaluation determined that the device was found with sediments/mineral deposits on the biopsy channel in the air/water location. Discoloration on bending section was noted, angle wires were stretched. The insertion tube was deteriorated. Due to wear of the angle wire, the bending angle in¿ up ¿ direction does not meet the standard specifications. The reported failure likely root cause can be attributed to user¿s maintenance and or handling issue.

Event description:
It was reported that during device maintenance, it was observed that the device exhibited no image. There was no patient involvement on this event. No user harm was reported.